Manufacturer narrative:
Corrected data: h6: device code revised. Manufacturer narrative: the carry bar design has successfully passed both static and durability testing (per iso 10535:2006, section 4.10.2.8) of a 600 lbs. Safe working load. This carry bar was discarded before photos could be taken, so it is not possible to investigate further. Before each use, the user is responsible to inspect the equipment for wear and tear.

Manufacturer narrative:
The metal clip of the lift, were the carry bar is connect to the lift, was "worn down" from use, and couldn't support the patient. The patient fell, resulting in a broken right clavicle, 3 rib fractures, and a lung contusion. The main hanger bar supports the two sling support bars. The sling support bars wear into the metal on the main hanger bar after years of use. The main hanger bar loops which support the sling support bars were extremely worn and broke dropping the patient.

Event description:
The carry bar clip that connects to the lift was worn down. The clip broke dropping the patient during transfer.